Manufacturer narrative:
Received 1 used set of arcticgel pads. The reported event was confirmed with an unknown cause. During the visual evaluation, the pads were reviewed and found to have the trim pattern correctly performed, the plastic tube was found completely assembled covering the total of clamping rings on the plastic connector and manifold connector, the foam was found free of damages, tears or perforations, the seal between manifold connector and pads were found completed sealed, the connectors were verified and found correctly assembled with tube (the shortest tube was found that made match the positive mark (+) and the white plastic connector strip. The longest tube was found that made match the negative mark (-) and the blue plastic connector strip.) The pads were visually inspected; the right thigh and left thigh pads energy connectors were found damaged, and the pads were noted with sealing presence. No manufacturing issues related were noted during the visual evaluation of the pads returned. The pad was submitted to the flow rate test with the arctic sun machine model 2000 the pads were connected to the arctic sun machine model 2000 during 10 minutes, see details below: left chest pad: a total of 5.57 l/min m2 of flow rate were registered during the test. Left thigh pad: the flow rate was not stabilized due the energy connecter was found damaged and hear air leak. Right chest pad: a total of 6.36 l/min m2 of flow rate were registered during the test. Right thigh pad: the flow rate was not stabilized due the energy connecter was found damaged and hear air leak. The flow rates were found to be unacceptable for the left thigh pad and right thigh pad, the flow rate was not stabilized due the energy connecters were found damaged, the others pads the flow rate were acceptable. The flow rate for this product must be above 2.4 l/min m2. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were leaking onto the bed. The complainant reported that the pads were swapped for a second set of pads and therapy continued with no further issues. Therapy had just began when the flow rate was 0lpm. During diagnostics, the flow rate was good with the fluid delivery line removed. When reconnecting the pads, the flow rate would drop again. After one hour, the pads had been changed and there was a good flow rate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were leaking onto the bed. The complainant reported that the pads were swapped for a second set of pads and therapy continued with no further issues. Therapy had just began when the flow rate was 0lpm. During diagnostics, the flow rate was good with the fluid delivery line removed. When reconnecting the pads, the flow rate would drop again. After one hour, the pads had been changed and there was a good flow rate.